Event description:
An endurant ii stent graft was implanted during the endovascular treatment of a 70mm aaa. It was reported during the index procedure, after the bifurcate and limb were implanted, angiography was performed which showed a large amount of contrast leaking from the middle section of the limb stent. It was judged to be due to a problem of the limb stent where it appeared that there was a needle piercing the graft during the production and suturing of the limb stent, resulting in perforation of the graft, and a large amount of contrast agent leaking out from the perforation of the graft. Intervention was completed where an additional limb stent graft was implanted to re-line the existing endurant stent graft resolving the endoleak. Per the physician the cause of the endoleak was device related. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the CT¿s received; however, the exact cause/source of the endoleak could not be determined from the films returned. Lack of full pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause, but these were not provided. Full post-implant CT¿s were not available for review and the stent graft's in-vivo configuration could not be evaluated. A type iii fabric endoleak would be less likely to have occurred at index and analysis of the limited pre-operative films did not reveal any obvious anatomical anomalies that may have led to this, but its possible occurrence can not be ruled out. It is possible that this endoleak may have been a type IV endoleak, from a location of higher porosity in the stent graft near from the flow divider . Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to a possible type IV endoleak. The reported relining could have resolved several different endoleak types. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.